Manufacturer narrative:
Corrective and preventative actions have been opened by the manufacturer to address the water ingress identified upon investigation.

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device has smoke came from the seal that seals the water chamber. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. External and internal inspection of the device and observed the following: pil could not retrieve the device blower or therapy hours nor care orchestrator data due to the device not powering on. Pil then disassembled the device and found thermal damage on the pca due to water ingress. This is a known issue investigated under CAPA 1299367. Pil concluded that water ingress caused the thermal damage, which in turn produced the smoke. Risk tags (ER 2233162, rev 8) associated with this mode of failure include: fire02, fire04. The results of this investigation do not impact the calculated risks.